Event description:
It was reported to boston scientific corporation in 2009, that a c.r.e. Esophageal/pyloric wire guided balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed one day prior. According to the complainant, during the procedure, the balloon would not inflate and then started leaking. The balloon was found to have a tear in it. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. Therefore, a failure analysis of the suspect device could not be performed. The most probable cause of balloon burst/ruptured is operational context. This failure occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.